Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing leading into inappropriate shock. Technical services (ts) recommended to reprogrammed and to get the patient on the treadmill to capture all three vectors at different rates. This s-ICD remains in service. No adverse patient effects were reported.